Event description:
It was reported that customer experienced repeated minimum fill notifications and was unable to resume insulin delivery despite loading cartridges with sufficient insulin. There was no adverse impact to the customer¿s blood glucose level. Technical support determined customer was loading cartridge correctly; pump was placed into storage mode, customer switched to insulin injections as backup therapy while shipment of replacement pump was arranged.